Event description:
On (B)(6) 2010, pt reported she was having issues with her down arrow button on her infusion device. Pt stated she is unable to use the down arrow button when she is attempting to bolus or check her bolus history. Pt reported she has had this issue for the past 3 days, but it doesn't occur all of the time. Pt stated she realized this when she attempts to give herself a bolus and the display on the infusion device did not change. Pt reported the button does pop back out after being pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.